Event description:
Sales rep reported that he had been made aware of a revision surgery of an accolade stem.

Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The reason for the revision surgery was not confirmed. Method & results: device evaluation and results: damage consistent with the explantation process was observed on the posterior surface of the hip stem. Biological fixation was observed on the posterior and anterior surfaces of the hip stem. Debris was observed and collected from the inferior surface of the trunnion for material analysis.eds showed the stem was consistent with astm f1813 and the debris on the trunnion was consistent with an oxide, a corrosion process, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: damage consistent with the explantation process was observed on the posterior surface of the hip stem. Biological fixation was observed on the posterior and anterior surfaces of the hip stem. Debris was observed and collected from the inferior surface of the trunnion for material analysis.eds showed the stem was consistent with astm f1813 and the debris on the trunnion was consistent with an oxide, a corrosion process, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including reason for revision, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Additional devices listed in this event: catalog: 623-00-44f, description: trident 0 deg insert 44mm, lot: mjrv41. Unk screw. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
Sales rep reported that he had been made aware of a revision surgery of an accolade stem.